Manufacturer narrative:
The check of the DHR of the trial stem involved (lot # 2014aa574) did not show any anomaly on the (B)(4) pieces placed on the market with this lot number. No other complaint received on this lot number. We will receive the instrument involved and analyze it, then we will submit a follow-up MDR.

Event description:
Intra-operatively, the two pins inside the smr trial stem appeared damaged, this did not allow any other instrument to engage into trial stem. The event occurred in (B)(6).

Manufacturer narrative:
The check of the DHR of the trial stem involved (lot # 2014aa574) did not show any anomaly on the (B)(4) pieces placed on the market with this lot #. No other complaint received on this lot #. We received the trial stem involved in this intra-op issue. By a visual analysis, the 2 pins of the trial stem taper appear to have no defects. In order to verify if "other smr instruments" could be engaged with this trial stem, we tried to engage the conical guide to this stem : it was possible to obtain a stable coupling without any difficulty. No anomaly detected even when we tried the coupling with the reverse humeral body. Based on this analysis, the trial stem is fully functional. We received in total (B)(4) similar complaints on smr trial stems (family 9013.02.141÷241), on a total of (B)(4) trial stems manufactured with these product codes ((B)(4)). Seven (7) different lot # are involved in these 7 cases, therefore no indication of lot # issue. No corrective actions have been planned for this specific event. Lima corporate will continue monitoring the market.

Event description:
According to the info reported, during a primary smr reverse procedure, the two pins inside the smr trial stem appeared damaged. This issue did not allow any other instrument to engage into trial stem. Surgical time prolonged of 15 minutes. Surgeon reamed by hand without using the guide for conical reamer. The event occurred in (B)(6).